Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The customer¿s report of leaking from the smartsite was not confirmed. Visual inspection of the set noted no damage, defects or any anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer's report was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.